Manufacturer narrative:
Investigation results: two cartridges and one co2 cylinder are available for investigation decontaminated. The sliding sheets of the provided cartridges are bent, the co2 cylinder is open and therefore empty. Investigation - the evaluation was performed visually and microscopically. The provided cartridges are used, 11 clips remained in cartridge a, and 6 in b. Pressure marks can be found on the noses of both cartridges. The latches of the slider sheets of both cartridges are deformed. Batch history review - the device quality and manufacturing history records have been checked for lot number 52522520 and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale - the release of the cartridges were most likely caused by excessive pressure from the applicator on the tissue to be sealed. Therefore, the "nose" was pressed between the two parts of the jaw, which caused the pressure marks on the "nose" and a pushing back of the clips. As a result, the latches of the sliding sheet deformed during application, which resulted in a detachment of the cartridge. Corrective action - according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about a challenger clip-cartridge which fell intraoperative off the clip applier. To get awareness which component, cartridge or shaft, is causal for the fallen off cartridge, the customer made a crosslinked comparison of both components with other parts off the clinical equipment. There is no product available for investigation until the time of reporting. According to the available information, there were no negative consequences for the patient or any other persons. Investigation: there is no product available for investigation until the time of reporting. Batch history review: the device quality and manufacturing history records have been checked for lot number 52522520 and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch / these batches. Conclusion and root cause: based on the available information and without any parts it is not possible to determine a possible root cause for the failure. There is a possibility that the root cause is probably usage related. Rationale: in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure.

Event description:
It was reported that there was an issue with a challenger ti-p. The event occured in surgery. The cartridge desadapted from the applier when applying. It was then tested with another applier: same problem. Try with a cartridge of another batch: no problem. There was risk of loss of the cartridge in patient. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).